Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps including using different cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Initially, a replacement pump was to be sent, but later the customer found a compatible charging cable that resolved the issue, leading to the cancellation of the replacement order. Technical support sent goodwill charging supplies to the customer as a resolution.